Event description:
The following information is from an article published in clinical cardiology; "transcatheter closure of congenital coronary artery fistulae: immediate and long-term follow-up results:"a total of 24 patients (B) (6) with congenital coronary artery fistulae underwent attempted percutaneous transcatheter closure using various devices between (B) (6) 1998 and (B) (6) 2008. Complete occlusion was observed in all but one patient who had a recurrence of shunt through the amplatzer vascular plug at the six-month follow-up. The patient was recatheterized. Coronary angiography showed the device in place and residual flow through the device. The fistula was completely closed without residual flow both angiographically and on follow-up echocardiography by using 4 dacron stranded, stainless steel coils ((B) (4)).